Event description:
"Father was in process of changing circuits multiple times. Vent did alarm while circuit was changed, also had apnea monitor on patient and was also alarming". According to the father "the patient's chest was not rising, peep valve was not working, circuit was changed three times". Father "can't remember what alarms". (No nurse or therapist were in the house at the time of the event. Nurse and mother described as primary caregivers.) The homecare nurse (described as primary caregiver) reportedly "arrived at the house in 2/2006 at 12:00 noon, entered the patient's room to assess the child who was cold with no pulse". The respiratory therapist at the site stated, "the child died of natural causes or something the family did (improper use of equipment) and does not believe the vent malfunctioned causing patient harm".